Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer was treated with manual injection. Customer's other blood glucose value was 369 mg/dl. Customer declined to troubleshoot for high readings. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08725 inches. No under delivery anomaly or over delivery anomaly noted. Device uploaded properly using carelink. Device communicated properly with the guardian link 3 and the test plug. No pump or sensor communication anomaly, calibrations anomaly, change sensor or bad sensor alarm or cannot find sensor signal alarm noted. Device had minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.